Event description:
Revised bipolar hemi hip to a total hip due to discomfort by patient.

Event description:
Revised bipolar hemi hip to a total hip due to discomfort by patient.

Manufacturer narrative:
The event was not confirmed as no devices were returned for evaluation and insufficient medical records were received. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Manufacturer narrative:
The 28mm +4 lfit v40 head, cat 6260-9-228, lot# 21929603 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's discomfort. An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not provided by the surgeon. Should additional information become available, the evaluation summary will be submitted in a supplemental report.